Event description:
It was reported that the instrument was used during a laparoscopic nissen fundoplication. It was reported by the rep that the pneumoperitoneum fluctuated periodically and it was noted at the end of the procedure that seals on the trocars were torn. The case was completed using the trocars with the torn seals. There was no consequence to the pt.